Manufacturer narrative:
Patient age/date of birth and weight are unknown. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). A review of the device history record (DHR) was attempted, but what was reported is an unknown article and lot number combination; DHR review not possible. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that at time of compression the system exploded and the screw broke. The insertion arc is also disarmed. The implant was in the medullary canal and rotated 180 degrees. Finally after 3.5 hours prolongation it was possible to remove it. Patient outcome is reported as good. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
An investigation summary was performed and the investigation of the complained compression connecting screw has shown that almost the complete length of the threaded shaft is broke off. Otherwise no other damages are visible apart from slight wear and tear. Because of the damage the complaint relevant dimensions cannot be checked to print specifications anymore. The manufacturing document shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. The device met the specifications at the time of manufacturing and distributing in may 2010. Failure in material or production could not be detected. Unfortunately we are not able to determine the exact cause of the breakage. It is likely that an overtightening of the connecting screw or a mechanical overloading situation caused the breakage. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances and no indication for product related issue was found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. Correct lot number was identified upon receipt of the subject device and reported. UDI# corrected. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.